Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. Performance date collected from the device was analyzed, and revealed that on (B)(6) 2011 the device recorded eight counts of noise ventricular short interval count (v-sic) during an approximate 8 hour period. High sic can indicate the presence of noise or intermittency in the system.

Event description:
It was reported that the lead was oversensing. It was further reported that the pace/sense portion of the lead was capped. A new lead was placed for the pacing and sensing. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.